Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversening was observed on the right ventricular lead. There was a history of oversensing resulting in the patient feeling dizziness. The lead was capped and replaced on (B)(6) 2018. No additional information was reported.